Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. There were no records of this event ever occurring in the event history logs. The unit was turned on/off multiple times, and it ran on different settings without any issues. The unit passed all tests and calibrations, and it was operating within the manufacturing specifications.

Event description:
It was reported that during patient use, the ht70 ventilator generated a ¿device alert¿ alarm, and stopped cycling. The patient was removed from the ventilator, manually ventilated, and transferred to another unit. The ventilator would not shut down, and would not stop alarming. The staff had to disconnect the battery to shut the unit off. There is no report of serious injury or death associated with this event.